Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6fr destination sheath did not advance as they would like. They put a 4fr short sheath in, then a new 6fr destination and it went very easily. The original destination had a barb or fold at the distal end of the sheath. The patient condition was stable and the procedure outcome was positive. Additional information was received 26 december 2019: the resistance was felt when inserting into the patient according to the physician. The barb or fold was noticed after insertion difficulty. The type of procedure being performed was a standard up and over, not sure if it was iliac or further down the leg. Additional information was received 08 january 2020: the procedure was an arteriogram with run off, no equipment was being used. The patient was not harmed in anyway.